Event description:
It was observed that during the device evaluation, the subject device exhibited that plug unit is not good, and there is an error code e315. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e315 due to plug unit is not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.